Event description:
A medical assistant reported that a pt had swelling at left nasolabial (nl) fold and left malar area; and pain with chewing food and drinking liquids post radiesse injection. The pt was injected into nl folds and oral commissars on (B)(6) 2010, and reported swelling and pain during a routine f/u call by the facility. The pt self treated with oral (B)(6), dose and frequency were unk. On (B)(6) 2010, an update was rec'd from the physician's office stating that the pt was seen in the office on (B)(6) 2010, for facial swelling and redness. The pt was given oral antibiotics for an unk diagnosis; name, frequency and dose were unk. It was unk if the antibiotic treatment was given to treat a specific infection or it was given as a prophylactic. Per facility contact, the pt did not exhibit fever, and there were no open areas on her face. On (B)(6) 2010, additional update was rec'd from the physician's office regarding the pt status update. The pt was given a 10 day supply of oral cefalexin, dose and frequency were unk, for cellulitis and fully recovered.

Manufacturer narrative:
The device history records for radiesse lot 1021069 was reviewed; all required testing specifications were met prior to release and there were no abnormalities noted for these lots.